Event description:
It was reported that during a drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the ostium of the right coronary artery (rca). The physician advanced a taxus liberte 4.0x24mm stent but felt resistance when advancing the stent. An attempt was made to pull the stent back through the guide catheter but the stent caught on the guide catheter. At this point the stent dislodged from the delivery balloon in the rca. The stent migrated to the patient's internal right iliac artery. The physician tried to snare the stent but was unsuccessful and the stent remains in the patient. The procedure was completed with another of the same device implanted in the ostium of the rca. No further patient complications were reported and the patient status is reported as ok.

Manufacturer narrative:
Device is a combination product. Age at time of event - 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).